Manufacturer narrative:
The event electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. Based on the results, it was concluded there were no discrepancies with these electrodes. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "defib pad short" message with these electrodes attached. Complainant indicated that there was no patient involvement in the reported malfunction.